Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the front haptic and the lens positioned in the bag were fine. However, the trailing haptic had straightened and became stuck in the carriage, while the plugger had already been deployed into the bag. Although the lens itself was intact, the surgeon faced difficulty inserting the second haptic because it kept getting stuck. Additional information was requested.